Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker had eleven years remaining last july this year and it gradually decreases to ten years and currently had seven and a half years. Analysis showed that it had been gradually increased in power two weeks before the july 20th interrogation. Then on august, device started sensing atrial fibrillation (af) that coincided with an increase in right ventricular (rv) lead pacing. Moreover, the power usage is in line with expected values for the programmed settings and the af sensing. This device remains in service. No adverse patient effects were reported.